Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported damage to his insulin pump due to an insulin leak of the reservoir. The pump passed the self test during troubleshooting. It was unclear where the leak was coming from in the reservoir. The customer requested a replacement insulin pump due to the damage. The customer's reported blood glucose value was 328 mg/dl.